Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 250cc saline, catalog: 3542635, lot: 5560092, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with mentor siltex round moderate profile 250cc saline breast prostheses. Deflation on the left breast prosthesis and capsular contracture on the right breast were determined. As a result, the patient underwent bilateral removal and replacement with mentor memorygel breast implant 300cc gel breast prostheses on (B)(6) 2017. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 7/2/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).